Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the create (B)(6). A stroke occurred after the carotid stenting procedure. There was difficulty in retrieving the catheter, which resulted in a partial fracture of the catheter. The catheter was removed under direct vision and repair of the defect in the blood vessel was performed. The patient is recovering from a subsequent stroke. Site reported the event as procedure related but not related to either device. Please reference MDR 2183870-2011-00016 for the spiderfx device used in the procedure.